Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned a 4-lumen catheter with the distal end cut off 7.5 cm from the tip and the proximal and medial extension lines were clamped off. The clamps were removed and air then water were injected through each lumen. Water exited easily through each lumen. A review of manufacturing records did not yield any relevant findings. The probable cause of this complaint could not be determined based on the information provided and without a complete sample.

Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The initial event has been reported under MDR# 3006425876-2015-00202.

Event description:
It was reported the second catheter was placed into the patient's subclavian vein. A day after placement, the medication would not pass through the catheter. As a result, the catheter was removed and replaced with a new one. There was no delay in treatment and no patient death or complications reported.